Event description:
According to the reporter: a re-sterilized instrument was used. The device was fired and the tissue was cut but staples had not been placed at all. Less than 200 ccs of bleeding reported. The tissue was treated with purse-string suturing and the procedure was completed with no further complications or impact to pt. The pt is ok. Procedure: low anterior resection.